Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
An abbott marketing director was contacted by a physician who states he believes there is an architect generating falsely elevated troponin results in (B)(6). It is unknown at this time which facility or serial number is involved. The (B)(6) physician stated there is a male patient diagnosed with myocarditis with the following results: hsc troponin t= 6ng/l; ctnt is undetectable, siemens ultra =<0.02ng/ml; MRI no change; crp = normal; troponin-I results from local lab are elevated = 12ng/ml / 0.319ng/ml; (B)(6) ctnl on architect = 0.026 and 0.034ng/ml. There was no reported treatment provided for the falsely elevated troponin results. There was no additional patient information provided.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect i1000sr analyzer, list number 01l86-01, serial number unknown. Manufacturing site: abbott manufacturing inc, (B)(4). To architect stat troponin-I, list number 02k41-27, lot number 44996un17, manufacturing site: abbott laboratories, (B)(4). MDR number 1415939-2018-00015 has been submitted and all further information will be documented under that MDR number.